Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative that there is no plan/schedule for the revision surgery. Patient symptoms were unknown.

Manufacturer narrative:
Radiographic image review performed by dr hoit and the review comments are as per below two panel image. Top panel lateral x-ray l3-s1 fusion l5-s1 interbody graft, other panel sagittal CT reconstruction possible that height of graft is less than seen in x-ray, but two different x-ray image modalities used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review performed by dr. (B)(6) and the review comments are as per below two panel image left panel l4-s1 interbody fusion lateral xray right panel lateral x-ray l5-s1 interbody graft is collapsed in right panel compared to left minimal subsidence in the spinal endplate of l5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used in posterior lumbar fusion therapy for degenerative disc disease. Levels implanted were l4/5. It was reported that the cage collapsed between implantation and follow-up, which was almost two years after the initial implantation. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: 510k number is unknown as the product identifiers are not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.